Event description:
Complaint: a clinical manager reported to (B)(6) via email that a patient care technician used the luer adapter (luer adapter, 20gx3/4 1bx/100ea) in patient cvc with vacutainer to draw hg. Upon removal, the adapter broke off in the cvc arterial limb and was unable to be removed. The patient was sent out to access center for cvc exchange. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).